Event description:
It was reported that approximately 60 months post-implant of a bifurcated device and a suprarenal aortic extension, a follow-up computed tomography (CT) scan identified proximal growth of the aneurysmal sac (7.9 cms; baseline measurement is unknown). The CT scan did not identify an endoleak, and the reason for the growth is not determined. The physician elected to treat the patient with an infrarenal aortic extension and will continue to follow up the patient's aneurysm. The patient tolerated the procedure well.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Computer tomography imaging was provided and reviewed by internal medical director. The review concluded there is almost no proximal aortic neck, which could be the cause of the infrarenal growth (inadequate seal). A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause of the reported event could not be determined with available information. However, the patient vessel anatomy might have been a factor. There is no evidence that the device was a contributing factor to this event.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.